Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The blood glucose reading was 400 mg/dl. She had been off of the insulin pump for 1 day. At the time of the report the blood glucose reading was 600 mg/dl. She was on her way to get syringes to treat and would call back after she got home. The insulin pump was not replaced or returned for analysis.